Event description:
It was reported by service report that the footboard is broken and sharp edges were found. Customer could not determine if there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Footboard.